Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio2 meter compared to the doctor's inratio. Complaint summary: date: (B)(4) 2013. Results presented in the order in which they were taken. Caller stated that multiple finger-sticks were performed on the same finger. Patient's therapeutic range is unknown. No further information ws provided.